Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a low tidal volume, low air leakage, and low minute ventilation message. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The remote service engineer (rse) recommended reviewing the device's event log and to check the sensors.

Manufacturer narrative:
Further information was requested regarding the case, and the responder reported that no repair was carried out by philips, as the customer declined service. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device has been repaired. No parts were returned for failure investigation. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.